Event description:
It was reported that the patient with this pacemaker had to be brought in clinic for interrogation as the device would not connect to home monitor. The health care professional (hcp) discussed that when attempting to interrogate this device recorded error codes in two different programmers. Technical services (ts) provided troubleshooting options. The hcp reported having the same error on both programmers, an electrocardiogram was performed, normal and expected device behavior was noted. An analysis of device data noted power and voltage were as expected, and that given the telemetry related faults this device will be unable to interrogate. Subsequently this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.